Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4). The device was not returned therefore analysis of complaint device could not be performed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca). A 4.00mm x 8mm nc emerge® balloon catheter was advanced for dilatation. There was difficulty in delivering the device and so the balloon was inflated at the area before the lesion. However, during first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 3.5 x 8mm non-compliant balloon catheter. No patient complications were reported and the patient's status was good.